Event description:
It was reported that the device will not stay on when battery is removed. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the main printed circuit (pc) board was out of specification and analysis also found that the battery drawer was broken. It was also noted that the upper case, lower case, two side bail covers and the ring cover were broken, the lead flex cover and heart block were contaminated and the ring was bent.